Manufacturer narrative:
The reported event of inability to interrogate was confirmed. The reported event of inappropriate output was not confirmed. The device was received with no telemetry communication and in backup mode output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported event. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.

Event description:
During an in-clinic follow-up, the device was in magnet response pacing mode, however no magnet was being applied. The device was reprogrammed to resolve the inappropriate pacing output. Following the reprogramming, it was no longer possible to interrogate the device. Device exchange is planned. The patient was in stable condition.

Event description:
Additional information was received that the device was explanted and replaced to resolve the event.